Event description:
Customer reported set has a tear or is broken, between the silastic material and the rigid plastic blue free flow prevention fitting. There was no pt harm and no medical intervention required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, the affected device has not been received for investigation. A follow up report will be submitted with failure investigation results should the device be received for eval.